Event description:
It was reported that a patient sustained a 1 stage 2 coccyx pressure injury. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
Further investigation identified that the reported issues were due to the power cord not being secured well (resulting in power loss to the pump), and a broken controller. Based on available information, stryker determined that the pressure injury was not serious in nature.

Event description:
No new information.